Event description:
It was reported that the tip of the instrument was worn. No pt complications were reported.

Manufacturer narrative:
(B)(4): approximately 3 mm of tip has been broken off. Consistent with interface during tightening; additionally, plastic deformation and additional material removed just below fracture, consistent with severe overloading. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow. Consistent with torsional overload during tightening. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.